Event description:
Pt for MRI with contrast. Started injection contrast into IV. Pt stated she could feel the IV leaking. The tubing had blown and leaked the contrast, saline and blood all over the pt. There was no extravasation of the contrast; the tubing developed a hole and blew apart.